Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5162965.conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 23 g x .75 in. Bd vacutainer® winged safety push button blood collection set with 12 in. Tubing began to squirt blood out of its plastic tubing upon putting on a vacutainer tube. No medical intervention/injury.